Manufacturer narrative:
Patient information is unknown. (B)(4) device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a k-wire broke on (B)(6) 2016. During an open reduction and internal fixation for a distal humerus and an olecranon osteotomy on (B)(6) 2016 a non-threaded guide wire broke towards the final stages of the procedure. After positioning the olecranon plate with the proper k-wire, as the surgeon was taking the wire out, it broke towards the end. There is approximately 20mm left in the patient. The surgeon felt comfortable to leave the broken piece in the bone and did not use additional medical intervention to attempt to retrieve the broken piece. The other broken piece was discarded in the sharps container and is not available to be returned. This incident did not cause any surgical delay and the procedure was completed successfully with no patient harm. This is report 1 of 1 for (B)(4).